Event description:
It was reported that the pump had occlusion and was low ca. 400mmhg. There was no patient involvement and no adverse event/ harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D1, d3, - manufacturing plant city, d7a, e1 - initial reporter postal code, h3, h4, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The service history review was performed, and it was confirmed that there was a previous repair noted. Downstream occlusion (dso) test was performed, and it was found that the pump failed due to very low cut-off pressure. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective dso sensor, and it will be replaced.